Event description:
It was reported that the right end cap is loose. The blood glucose reading is 123 mg/dl. The insulin pump has cosmetic damage. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a broken off end cap. Unable to confirm the motor error alarm due to the broken off end cap. Motor did passed the motor test. Damages to the display window, scratched case and cracked reservoir tube lip were also noted.